Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as an angled aorta with a narrow bifurcation. It was reported that at a recent follow up visit, a left contralateral limb occlusion was found. The physician performed a femoral to femoral bypass. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (occlusion, fem-fem bypass). Results/conclusion: (lack of info, unk cause of occlusion).